Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device primed properly. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarm noted during testing or in the device trace download. No crack case on reservoir compartment noted. Device received with missing display window cover, cracked case behind the pump at the battery compartment and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated insulin pump was rewinding the piston did not stop when it detected the reservoir was empty. Customer stated crack on reservoir side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.